Manufacturer narrative:
Additional information was received indicating that there was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device did prep normally, maintain negative pressure. It is unknown the contrast to saline ratio used. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, while inserting the balloon through the guide catheter or when advancing the balloon catheter through the vessel. It is unknown if the balloon catheter kinked while being used. The balloon was removed intact from the patient. Complaint conclusion: during a stenting procedure to the right external iliac artery, it was reported that a power flex pro (7mm/4cm) was delivered and inflated at the lesion for post-dilation of a smart stent (8mm/4cm). However, the balloon ruptured at 5atm during initial-dilation. Therefore, it was removed from the patient and another new balloon (power flex pro 7mm/2cm) was used. The procedure was finished successfully and there was no report of patient injury. An ipsilateral retrograde approach was made with a sheath introducer (6f11cm). After the lesion was crossed with a guidewire, pre-dilation was conducted with a power flex pro (5mm/2cm) and the smart stent was placed (8mm/4cm). The lesion was heavily calcified and tortuous. The rate of stenosis was 90%. Additional information was received indicating that there was no difficulty removing the product from the hoop, difficulty removing the protective balloon cover or difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device did prep normally, maintain negative pressure. It is unknown the contrast to saline ratio used. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, while inserting the balloon through the guide catheter or when advancing the balloon catheter through the vessel. It is unknown if the balloon catheter kinked while being used. The balloon was removed intact from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17085872 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Concomitant products: 6f11cm sheath terumo radifocus guidewire, 5mm/2cm powerflex pro pta balloon, 8mm/4cm smart stent and 7mm/2cm powerflex pro pta balloon (B)(4). (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to the right external iliac artery, it was reported that a power flex pro (7mm/4cm) was delivered and inflated at the lesion for post-dilation of a smart stent (8mm/4cm). However, the balloon ruptured at 5atm during initial-dilation. Therefore, it was removed from the patient and another new balloon (power flex pro 7mm/2cm) was used. The procedure was finished successfully and there was no report of patient injury. An ipsilateral retrograde approach was made with a sheath introducer (6f11cm). After the lesion was crossed with a guidewire (radifocus, terumo), pre-dilation was conducted with a power flex pro (5mm/2cm) and the smart stent was placed (8mm/4cm). The lesion was heavily calcified and tortuous. The rate of stenosis was 90%. The product will not be returned for analysis.